Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient was experiencing premature/abnormal ins depletion. The battery was depleted and at end of service in less than 3 years. The cause was not known. The issue was resolved with a device revision on (B)(6) 2026. It was noted that the implant was originally placed in (B)(6) 2023 and the battery lasted less than 3 years before the end of service message appeared on the device. The surgeon would like to know why the battery depleted so quickly. The battery had now been replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: nmg438013h) revealed that the returned device was operated at an average amplitude of 5.88 ma and lasted 2.25 years. The sebl longevity estimation for a device operated at 5.0 ma is 2.6 years. The actual lifespan falling slightly below the estimated lifespan can be explained by the operating amplitude being higher than the amplitude from the estimation. Given the high amplitude settings, and the normalcy of the recorded battery voltage curve, it is reasonable to conclude the battery depleted as expected. No further investigation is warranted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.